Manufacturer narrative:
The pedicle probe was returned to the manufacturer for analysis. The tip of the returned probe is slightly bent. With markers attached and fully seated, the probe displays a good geometry error but a high divot error due to the bent tip. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine. It was reported that it was difficult to register the cervical probe because it had a deformed tip. The cervical probe was used while checking the position with a normal pointer. There was no reported delay to the case. No impact on patient outcome. On 2020-feb-24, it was reported that the probe could still pass verification.